Manufacturer narrative:
Customer sent sample for investigation testing. The sample tested negative with retention capture-r ready-screen (4), lot k118 on an in-house galileo. The sample was tested along with known antibody negative samples and a sample known to contain anti-fya. The known samples demonstrated the expected reactions. The sample was tested manually with retention capture-r ready-screen (4), lot k118 and demonstrated very weak reactivity with all fy (a+) cells. The sample was tested manually with capture select, lot sc063 using panoscreen, lot 49648. The sample reacted with all fy (a+) cells. The sample was also tested by manual tube method using panoscreen, lot 49648 and did not demonstrate reactivity with fy(a+) cells. The event appears to be due to the nature of the sample. G5: stn # 102152.

Event description:
Customer reported unexpected negative reactions when testing a sample from a pt containing a previously identified anti-fya.